Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, detaching the cable wires from the distribution node pca board. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) year old female pt called zoll customer support to report that her electrode belt wires were damaged. The pt was issued a replacement electrode belt.